Event description:
The following information was provided by the initial reporter: it was reported that the battery case was broken, and the battery guide was missing. Found during testing. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: also found that the downstream occlusion seal was delaminated.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery case compartment was cracked, confirming the customer's reported issue. However, damaged battery case is not considered a reportable event. During evaluation, the dso (downstream occlusion) seal was found delaminated. The peeling dso seal is considered a reportable event. Replaced the seal to correct the issue. Updated software. Pump passed all tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.